Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in battery voltage over the past 3 months from 2.86v to 2.67v. It is reported that there have been no shocks since 2002 and the patient is paced 100 %.